Event description:
It was reported that the sense/pace portion of the lead was capped and replaced in 2008 due to fracture. The lead was electively explanted in 2012 due to upgrade.

Manufacturer narrative:
A fracture of the rv cable was found in the strain relief area at 2cm from the connector pin consistent with fatigue. Externalized conductors due to internal insulation abrasion were found at 9 .8-14.2cm from the distal tip. The etfe coating was intact in this location. Internal insulation abrasions were found between 31.2 and 39.2cm from the con- nector pin. The etfe coating was intact in these locations. External insulation abrasion was found at 8.2-8.3cm from the connector pin, consistent with friction to the ICD can.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.